Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer told the fse that they had noticed noise on the arm after multiple cases. During longer procedures, the noise did not occur until after an hour of usage. The fse was able to reproduce the reported issue. Therefore, they replaced universal surgical manipulator (usm) 4. The system was tested and verified as ready for use. Isi received the usm for the failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, arm 4 was making a noise when moving and the movement wasn't normal. The tse reviewed the logs and found no errors. The customer power cycled the system and the issue remained. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis and confirmed/replicated the customer reported complaint. The universal surgical manipulator (usm) was tested on patient side cart (psc) fixture test platform (pftp) where it failed usm direction test on the insertion due to grinding noise on the carriage. The complaint regarding was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.